Event description:
It was reported that pump displayed malfunction code with fault ID and could not be reset, and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use only fast-acting insulin and to contact healthcare provider for backup therapy, and technical support arranged shipment of replacement pump with updated software.